Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited untreated and treated episodes noted. The treated episode appeared to be inappropriate. Upon review, it was noted that the untreated and treated episodes showed some low level myopotential noise, it was noted that the patient was laying back in the recliner in the same time of the episode. The patient presented to the clinic and could not reproduce anything. Troubleshooting options were discussed and recommended. Currently, this product remains in service and no additional adverse patient effects were reported.